Event description:
It was reported that the device was difficult to remove. The target lesion was located in the carotid artery. A 190cm filterwire was selected for use. During procedure, it was noted that the filterwire could not be withdrawn from the catheter. The procedure was completed with a different device. No patient complications were reported and patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire returned inside the delivery sheath. The distal section of the delivery sheath is ripped and there are residues (dried blood) inside the delivery sheath. Besides, the spring tip is bent. Dimensional inspection of the device that could be measured were performed and were within specifications. The sheathing/unsheathing test was performed, and the filter bag can be deploy and retracted.

Event description:
It was reported that the device was difficult to remove. The target lesion was located in the carotid artery. A 190cm filterwire was selected for use. During procedure, it was noted that the filterwire could not be withdrawn from the catheter. The procedure was completed with a different device. No patient complications were reported and patient is stable.